Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported? If yes, please provide a complaint reference number. Does the surgeon believe that the products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the sutures used in this procedure? Are the product code and lot numbers available for devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Citation: minerva chir 1997;52:1-5.

Event description:
It was reported in journal article ¿intradermal cutaneous suturing with separate stitches using reabsorbable monofilament (polyglecaprone 25)¿ that a patient underwent procedure with intradermal suture during plastic, reconstructive and cosmetic surgery from may 1995 to april 1996. Suturing was performed on the trunk, face, lower limbs and upper limbs. Intradermal stiches were placed and left permanently in the skin. The patient may have experienced the presence of precocious complications such as hematoma or modest infection or seroma that did not compromise wound healing, since fluid collection could be drained from the suture without compromising wound healing. The patient may have experienced suture extrusion. Additional information has been requested.